Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6), 2012, the pt experienced a heart attack while the dr started an incision on the pt's back. As a result, the dr aborted the implant procedure and the pt was admitted to the hospital. The pt's scs system was implanted the next day.